Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed in (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. Multiple manual power ups of mainly of ten minutes duration were recorded between (B)(6) 2015 and the last log entry on the (B)(6) 2015. The pad-pak became depleted a further pad-pak was installed during this time.investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.